Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition during a procedure involving electrocautery use. The patient was pacemaker dependent. It was reported that the device was programmed to electrocautery mode and was set to pace in doo mode. Boston scientific technical services (ts) discussed that the ablation signal was likely high enough on the leads that resulted in the defib detection circuit truncating the pacing pulse and resulting in loss of capture (loc). This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.